Manufacturer narrative:
The returned device was evaluated. During evaluation, it was observed that there was tape across the front speaker cover slots, resulting in dampening of emitted audio volume. The unit was able to obtain readings and all alarms were functioning properly during alarm alert conditions. It was found there was a internal mechanical failure with the alarm silence button. The button did not return to the default extended position when not being depressed. The button was depressed at all times, resulting in intermittent and random activation of the silence button when the silence button is not physically being pressed. Although the reported complaint was not duplicated, it was determined that the silence button failure may have inadvertently silenced active alarms.

Event description:
It was reported that the unit's audible alarms do no function. It was noted that the alarms were turned on. There is no report of any patient impact or consequence as a result of the issue.